Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had distal fiber breakage, a cracked objective lens, a loose light guide connector or prong or cover glass on the light guide adapter, image reflection during the image check, and an error message appeared briefly. There was no patient involvement.